Event description:
Pt had a revision surgery due to an infection of the right knee. Original implant surgery was on (B)(6) 2011 and revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Eval summary to support: the implant was not returned for examination and therefore omni could not confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed and there was no evidence in the files that showed a correlation that would likely result in pt infection. All batch records, sterilization and sterility result were reviewed. There were no deviations reported. More than twenty-three (23) months had transpired since the implantation and there was no indication from the surgeon that the infection was related to the implant.